Manufacturer narrative:
Device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, in the middle of a procedure involving percutaneous transluminal angioplasty (pta) within the left upper superficial femoral artery (sfa), the hub of a flexor raabe guiding sheath separated. Access was obtained in the right common femoral artery and a contralateral approach was used. The access site was reportedly scarred from previous procedures, and access into the groin was difficult; however, the anatomy was not calcified and the user denied meeting resistance. As the user moved the sheath proximally to complete pta of the upper sfa, the hub separated. Another manufacturer's wire and balloon were in the sheath lumen at the time of the event. The hub was not used to pull the device. The dilator was not in place at the time of the event. The sheath was clamped and exchanged for a new sheath, and the procedure was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Summary of event: as reported, in the middle of a procedure involving percutaneous transluminal angioplasty (pta) within the left upper superficial femoral artery (sfa), the hub of a flexor raabe guiding sheath separated. Access was obtained in the right common femoral artery and a contralateral approach was used. The access site was reportedly scarred from previous procedures, and access into the groin was difficult; however, the anatomy was not calcified, and the user denied meeting resistance. As the user moved the sheath proximally to complete pta of the upper sfa, the hub separated. Another manufacturer's wire and balloon were in the sheath lumen at the time of the event. The hub was not used to pull the device. The dilator was not in place at the time of the event. The sheath was clamped and exchanged for a new sheath, and the procedure was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The hub was separated from the sheath. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The IFU states ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure contributed to this incident. The risk analysis for this failure mode was reviewed and no additional escalation is required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.